Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging a power (damage w/moisture) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the alleged issue caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/27/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 12/13/2016 with the following findings: a review of the black box showed one unexplained power interruption. Visual inspection revealed that the battery compartment was cracked. The battery cap was intact and the battery cap contacts were within required specifications; the battery cap was able to attach securely to the pump. There was no evidence of moisture in the battery compartment however leak testing revealed a battery compartment leak. The pump powered on normally and was exercised for 24 hours with no power interruptions occurring. The pump casing was removed and no internal defects were found. The complaint of an intermittent power issue could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.